Event description:
It was reported that the cartridge in an ilet system was leaking after the user overfilled the cartridge, and the user was instructed to dry the chamber with a dry cloth and then perform a supply change. Customer care provided support that included troubleshooting guidance. Investigation of this case revealed user handling contributed to a leak at the cartridge component, consistent with overfilling and resultant fluid in the chamber. Symptoms included no reported clinical effects. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to improper filling technique.